Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2013-00951, 2134265-2013-00952. It was reported that during an intravascular ultrasound (ivus) procedure, an error occurred with pullback assembly. The physician placed an atlantis sr pro diagnostic catheter in the lesion and attempted pullback; however, an error occurred with pullback assembly and pullback failure was then noted. The physician did a second pullback and it functioned well. Manual pullback was not attempted. The procedure was completed with this device. No patient complications were reported and the patient's condition was ok.